Event description:
It was reported by a non-medical professional that the pt underwent a single level direct lateral alif at l4/5, during which neural monitoring was allegedly ineffective, and the pt sustained some nerve damage of unspecified type and extent.

Manufacturer narrative:
Neither the device nor results of applicable neurologic function studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.